Event description:
It was reported that 3 more of the purewick female external catheters from the last box did not work. The patient had been using this product for less than 90 days. Per follow-up via phone on 01feb2022, patient reported skin irritation that was raw and burning and were caused by the catheter. Patient was allowing time without the catheter and used calmoseptine sav over the counter cream to help heal it . Also reported there was a time that the catheter stuck to patient skin and caused bleeding. Patient believed the catheters were too long. Patient had not seen a physician for these issues and also reported that once the air hole in the top of the catheter was not centered and it caused leaks. No medical intervention was reported for bleeding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "operator error-incorrect parameters on equipment". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "removal: to remove the purewicktm female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewicktm female external catheter directly outward. Ensure suction is maintained while removing the purewicktm female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 3 more of the purewick female external catheters from the last box did not work. The patient had been using this product for less than 90 days. Per follow-up via phone on 01feb2022, the patient reported skin irritation that was raw and burning and were caused by the catheter. The patient was allowing time without the catheter and used calmoseptine sav over the counter cream to help heal it. Also reported there was a time that the catheter stuck to patient skin and caused bleeding. The patient believed the catheters were too long. The patient had not seen a physician for these issues and also reported that once the air hole in the top of the catheter was not centered, and it caused leaks. No medical intervention was reported for bleeding.